Manufacturer narrative:
Block d2b: product code: additional product code qon. Block g4: premarket / 510(k) #: additional premarket / 510(k) # p190006. UDI for concomitant product, neurostimulator: block d10: model number/catalog number: 4101, serial number: (B)(6), batch/lot number: ax1t093360, model/catalog description: neurostimulator, unique identifier (UDI) #: (B)(4).

Event description:
It was reported the patient implanted with this tined lead had high impedance. The patient was reprogrammed and was able to feel the stimulation in their buttock. Additionally, the patient's high impedance did not ever correct. The patient's symptoms returned to baseline prior to the stimulation. With the stimulation, their voiding symptoms improved, so they could see a difference. The patient had an x-ray that revealed several twists in the lead. The patient had surgery to revise their tined lead. The neurostimulator was not involved nor replaced. Later, a couple of weeks after revision, the patient reported having three leaks overnight. They still experienced soreness and was advised calling the physician if the soreness continues. Additionally, the patient later reported improvement with leaks.